Event description:
It was reported that during a da vinci-assisted tongue base resection procedure, a robotic arm allegedly ¿went rogue¿ and lacerated the patient¿s tongue. No further clinical information was provided. On 03-aug-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter (the site¿s robotics coordinator) and gathered the following additional information regarding the reported event. The robotics coordinator indicated that the da vinci surgical system was inspected prior to use and no damages were found. Per the robotics coordinator, there were no intra-operative complications. The procedure was completed robotically with no issue. Isi has attempted to contact the surgeon to obtain additional information regarding the reported event. However, no additional information has been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and intra-operative complication are unknown. The initial reporter initially reported that the patient¿s tongue was lacerated during the procedure. However, during follow-up investigation, the initial reporter indicated that there were no intra-operative complications. If additional information is received, a follow-up MDR will be submitted. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported event. The fse attempted to reproduce the conditions of the suspected issue with the site¿s robotics coordinator. The fse was unable to reproduce the reported issue. All brake force holding checks were performed on all arms including the camera arm. All holding checks passed per specifications. All brake tests performed with and without instruments installed. The fse tested the da vinci system and verified that it was ready for use. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted tongue base resection procedure, the initial reporter claimed that one of the robotic arms moved non-intuitively and ended up lacerating the patient¿s tongue. The severity of the injury is unknown. It is also unclear what medical intervention, if any, was administered due to the intra-operative complication. At this time, the cause of the intra-operative complication is unknown. An fse inspected the da vinci system and was unable to reproduce the customer reported failure mode.